Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced on-going intermittent low blood glucose (bg) levels of "low" on the glucose monitor. Reportedly, customer "passed out" and "hurt [their] back". Cause of low bg was unknown. Customer consumed soda to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.